Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed (B)(6) nonreactive architect hbsag qualitative ii result for one sample. The following data was provided (reference range: >/= 1.00 s/co is (B)(6)): the initial result was generated on (B)(6) 2021 with roche = (B)(6) the sample was repeated on the architect on (B)(6) l2021 = 0.95 s/co. A heparin sample had a result of (B)(6). The original sample was removed from the freezer and retested on the architect = 1.75 s/co. Upon review the reagent was expired on the architect. A new reagent was loaded and generated results of (B)(6) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a search for similar complaints, and review of complaint text, trending data, labeling, device history records, field data review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 20148fn00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 20148fn00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A retained reagent kit of the complaint lot 20148fn00 was tested in a sensitivity setup. All specifications were met, indicating the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii for reagent lot number 20148fn00 was identified.